Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The service representative recommended some hardware replacements, however, the service call was cancelled by the customer. The system was put back into service.

Event description:
It was reported that the 9800 system had a communications error message. No patient injury was reported.